Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced episodes of low blood glucose while using the ilet bionic pancreas and requested additional training. Multiple attempts to contact the patient for a blood glucose questionnaire and further troubleshooting were unsuccessful, and no device alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included frustration and the need for additional user education. Investigation included attempts to conduct a remote assessment and gather use information through multiple outreach calls and voicemail's. Investigation of this case revealed that additional information from the patient was not obtained, and the cause of the hypoglycemia could not be determined. It was concluded that the cause of the reported hypoglycemia remained unclear and that further evaluation would require user-provided data and training engagement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.